Event description:
It was reported; the patient developed an infection and swelling at the abutment site and was treated with intravenous antibiotics (date not reported). On (B)(6), 2014, the patient was prescribed a fourteen day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic the patient was administered general anesthesia on (B)(6) 2014 to facilitate an abutment exchange. This report is filed september 9, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.